Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the error was due to a corrupt configuration file. The replaced the configuration files and the system was ready to be used. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was booting the unit and the mobile view station (mvs) was showing an error message stating it was unable to load the config file and would not boot. No patient was present at the time of the event.